Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: post procedure. It was reported that one day post xact stent implantation in the right internal carotid artery, the pt complained of having double vision in the early morning. The MRI revealed subacute embolic infarcts in region of left pontomedullary junction. The pt condition has improved but is continuing. Though requested, no additional info was provided.

Manufacturer narrative:
The stent remains in the pt and the stent delivery system was not returned. It was reported that the pt experienced a stroke after the procedure. Stroke may occur during this type of procedure and is listed in the instructions for use as a known potential adverse effect associated with the use of the device. In addition, no device malfunction was reported. A conclusive root cause for the reported pt effect and its relationship to the device, if any, cannot be determined.